Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified the head and cup explanted covered in bio debris. No further observations could be made based on the image alone. No product was returned; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided. Review of the available records identified the following: single ap radiograph of the hip shows total hip arthroplasty with magnum cup/head. The distal femoral component is excluded from the field-of-view limiting assessment. The noncemented cup and visualized proximal/mid femoral stem appear well-fixed on ap view. No fractures of the visualized arthroplasty components are demonstrated. The acetabular cup lateral angle of inclination appears abnormally steep, although exact measurement is not provided due to exclusion of bony landmarks used to make this measurement. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a left hip revision due to unknown reasons to revise the head and cup. Taper adapter also removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown taper adapter. H6: proposed component code: mechanical (g04): head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.